Event description:
It was reported that the patient experienced low glucose readings on a dexcom g7 continuous glucose monitor (cgm) and was advised to treat with fast-acting carbohydrates, after which orange juice was given, and glucose was monitored for improvement. Investigation included complaint intake and troubleshooting with user education. Investigation of this case revealed no device malfunction identified based on available information and user-reported resolution with treatment. No symptoms associated with hypoglycemia reported. Outcomes included the need for oral glucose administration with monitoring. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.